Event description:
It was reported that a malfunction occurred on the pump. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer received pump reset information and was assisted by support in resetting the pump but needed additional assistance due to the absence of a charger. Further actions were anticipated when the customer returned home.